Event description:
It was reported that the precise bipolar forceps instrument would not properly open and close prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the proximal clevis hub. The cable segment stuck out at the wrist. The proximal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and tube damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.